Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture in all configurations. A chest x-ray found lead dislodgement. Twiddler's syndrome was suspected. The lead was explanted and replaced.